Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported an emergency room visit due to high blood glucose readings of 366 mg/dl and diabetes ketoacidosis. Customer reported symptoms of vomiting and nausea prior to the hospitalization. Customer believes the reason for the diabetes ketoacidosis is the place they work. Customer was treated with IV drips and fluids at the hospital. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Multiple low reservoir alarms were noted in the alarm history. No further information reported.